Event description:
Ous MDR - boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital with dizziness and general fatigue six weeks post-implant. The device check revealed the rv pacing threshold measurements had increased and capture was intermittent. The auto capture feature was programmed on, so the pacing output was varying daily. Daily lead measurements showed the rv pacing threshold measurements had increased approximately one week post-implant from 0.6v to 2.5v and further from there. The patient did not experience syncope, and had an underlying rhythm of 35-40 bpm. There was no asystole reported. An x-ray was performed and the lead appeared to be in the same place; a microdislodgement was suspected. The patient was admitted to the hospital and the following day, the lead was successfully repositioned. It was noted that the patient is pacemaker dependent. No additional adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.